Manufacturer narrative:
Visual inspection of the returned component, has confirmed the titanium implant was intact and that no damage was noted to any part of the implant. A dimensional comparison of the returned product to the component drawing did not indicate any manufacturing defects that would contribute to this event. The biocompatibility assessment for the subject complaint implant concluded that the materials used were safe and biocompatible for their intended use. Loss of integration is a known potential adverse event in the dental industry. Studies have shown that some of these failures do occur due to factors outside of manufacturing processes. The cause for the reported infection could not be determined.

Event description:
The patient reported to her dentist with swelling at the site of an implant in tooth site # 27 on (B)(6) 2014, in which the dentist prescribed an antibiotic and peridex (prescribed antibacterial oral rinse). At the onset of infection, the implant was stable. The patient improved, but then developed cellulitis and was hospitalized on (B)(6) 2014. After returning for a dental exam on (B)(6) 2014, the dentist detected mobility of the implant and extracted the implant. The dentist thinks there was a possible soft tissue problem due to the patient wearing dentures while the infection was present causing pressure on the tooth site, but is unsure of where the infection actually started. The hospital could not find any cause of the infection. After the implant extraction, the tooth site has healed. The patient is in good health and is receptive to another implant being placed. The dr. Stated they do not consider the implant a cause or contributing factor to the infection event.